Manufacturer narrative:
(B)(4). The chikai black guide wire with the reported fragments was returned for evaluation. The polymer jacket was found circumferentially peeled off at approximately 98cm from the distal wire end. Proximal to the peeled segment, the polymer jacket surface was stretched and roughened by friction, and therefore, showed the core wire underneath. The distal end of the peeled polymer jacket was flipped over towards the tip. At approximately 70cm and 77cm respectively from the proximal wire end, peeled spots of the polymer jacket possibly made by contacting a hard object were observed and the core wire was partially exposed. No other damage was found on the returned guide wire. The returned fragments were black colored and one of them was a tube shape; the fragments were considered to be belongings of the polymer jacket of the returned guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the location and state of peeling observed on the returned guide wire, it was presumed that friction generated by a torque device, namely its metal chuck, had contributed to peeling of the polymer jacket. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects associated with the reported peeling, a potentiality could not be completely ruled out that some fragment(s) might be left in the patient. The instructions for use (IFU) states: [precautions] fasten the torque device to the guide wire firmly so that it may not loosen. Torque operation with a loose torque device may cause the coating to come off; [precautions] do not manipulate the guide wire with a torque device other than the supplied torque device. When attaching a torque device to the guide wire, or manipulating the guide wire using a torque device, carefully manipulate the guide wire so that the guide wire will not be damaged. Fasten the torque device with care not to excessively fasten it; and, [malfunction and adverse effects] coming off of coating.

Event description:
It was reported that foreign objects was found in a filtering device during a carotid intervention to treat a severely stenosed lesion in the internal carotid artery. An asahi chikai black guide wire was used during the procedure. After dilatation, blood clot was suctioned by the filtering device. Foreign objects were found in the filter and it appeared that those were fragments of the polymer jacket of the guide wire. There were no adverse patient effects and no additional intervention was performed associated with peeling of the polymer jacket.